Event description:
Generator product analysis was completed. The allegation of ¿high impedance, suspected generator issue¿ was not duplicated in the pa lab. Various electrical loads were attached to the generator and the results of all diagnostics tests confirmed accurate resistance measurements in all instances. The generator output was monitored for 24 hours and there was no variation in the generator¿s output signal, and the generator provided the expected level of output current for the entire monitoring period. Comprehensive electrical testing showed that the generator performed according to all functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. Generator data dump was reviewed and the 25% change in impedance was reviewed. Fluctuating high impedance was seen since shortly after implant. No additional relevant information has been received to date. Based on the fact that a generator failure was ruled out as a cause of the high impedance, as well as the fact that the impedance was ok following generator replacement in which the connector pin was reinserted and verified to be fully inserted, the high impedance appears to have been due to incomplete pin insertion.

Manufacturer narrative:
B3 date of event, corrected data: initial report inadvertently did not list the correct event date ((B)(6) 2021) as noted per the data decoder.

Event description:
It was reported that the patient's vns displayed high impedance. The patient had undergone generator replacement approximately 3 months prior, and no issues were seen, and impedance was normal at follow-up 2 months after implant. High impedance was then detected at the next follow up. Surgery occurred to confirm pin insertion. High impedance was seen when the generator was interrogated with a test resistor, although it is unknown if system or generator diagnostics were performed. A new generator was implanted and normal impedance was seen. The suspect generator was returned tot he manufacturer. Product analysis has not been completed to date. Generator data download was received and reviewed. No diagnostics were recorded on the date of explant, so it cannot be verified if system diagnostics or generator diagnostics were attempted with the suspect generator and the test resistor. Apart from intermittent high impedance, no other anomalies were found in the decoder.